Manufacturer narrative:
The reported event of high impedance measurement was confirmed via reviewing of the device image. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
New information noted. The physician elected to explant and replace the ICD.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high voltage impedance on the right ventricular (rv) lead. No changes or intervention were reported, the device will continue to be monitored. There were no patient consequences.